Event description:
Complainant reports nursing pads impart something to the breast of the mother which causes the baby to gag and resist nursing. If she wipes breast first prior to nursing the infant readily accepts the nursing. Since discontinuing the use of the pads the mother has not observed the infant gaging or resisting nursing. The complainant reportedly put her tongue to the pad and noticed. A strong chemical taste.